Event description:
It was reported that the patient still experienced recurring incontinence with his artificial urinary sphincter (aus). The old 4.5 cm cuff was previously explanted in a different facility by a different doctor, a new 3.5 cm cuff was implanted. Boston scientific has been unable to obtain additional information regarding the patient outcome to date, despite good faith efforts.